Manufacturer narrative:
In a follow-up conversation with the caregiver it was reported that there was a hole in the patient line right where the tubing and patient line connector meet, and the hole was not evident until the leak occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, the presence of a hole would account for the leak. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak from the patient line of a homechoice cassette. This occurred during fill five of five of peritoneal dialysis therapy while the patient was connected. The location of the leak was described as being where the tubing and the patient line connector meet. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.